Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information: what is the surgeon¿s experience with this surgical procedure? What is surgeon¿s experience with this device? In what area was the device used during the procedure? What was the cause of the respiratory problem? What is the correlation between the reported event and device? What heat management techniques were used during the procedure? Is the surgeon alleging there was a deficiency with the device? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that following a thyroidectomy procedure, patient had respiratory problems in the immediate post-operative period. An emergency tracheostomy was necessary. No error messages displayed, the device passed the pre-run test, and the device did not stop working during the initial thyroidectomy procedure.

Manufacturer narrative:
(B)(4) after thyroidectomy, vocal cord paralysis occurred on the same day using the same apparatus. Dyspnea immediately after waking up. Laryngoscopy shows paresis and intense edema of the vocal cords with reduced respiratory space and aphonia. The surgeon does not use and has not used ultrasound during the dissection of the recurrent nerve. During the intervention, the appliance has raised an alarm as from excessive pressure on the handpiece. Laryngoscopy shows paresis and intense edema of the vocal cords with reduced respiratory space and aphonia.